Event description:
Customer reported having issues with the insulin pump. Customer stated the reservoir top was cracked. Customer's blood glucose was 85 mg/dl. Customer was not aware how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case display window corner. The device was received with cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, broken belt clip slot, and cracked lcd window.